Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, the physician noted that the clot could not be pulled, on inspection the proximal of the subject catheter was noted to be kinked. The physician believed that air was being pulled out through an opening in the kink. Thus, the subject device was replaced and the procedure was completed. No clinical consequences were reported to the patient.